Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via review of the submitted log files that were downloaded from (B)(6). The controller event log file and the pump event log file both contained information spanning approximately 3 days (08jun2024 to 11jun2024 per timestamp). Evaluation of the controller log file revealed that the driveline was disconnected and reconnected from (B)(6) twice on (B)(6) 2024; however, the pump event log file captured three pump resets on this date. The first pump reset occurred at 21:26:57, which is consistent with the driveline disconnection/reconnection seen in the controller log file. The second pump reset event occurred with the timestamp 22:20:22. This driveline reconnection was not seen in the controller event log file, and it was therefore determined that the driveline was connected to a second controller at that time. The third pump reset then occurred at the timestamp of 21:28:06, which is consistent with the driveline being reconnected to (B)(6). The root cause of the observed exchange could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the controller was not known. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the left ventricular assist device (lvad) event log file captured a pump reset event on 10jul2024 at 22:20:22, which was not captured in the controller event log file. It appeared the pump had been connected to a different system controller at the time and a system controller exchange occurred. The timestamps of the two system controllers did not appear to be in sync. Another pump reset event was noted at 21:28:06 that appeared to be consistent with the second pump stop event recorded in the controller event log file, indicating that the pump was reconnected to the primary system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.